Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic keto acidosis on (B)(6) 2021. Blood glucose reading was 300 mg/dl. Current blood glucose was 164 mg/dl. Customer blood glucose level at hospitalization was 350 mg/dl. The customer experienced symptoms at hospitalization was difficulty in breathing. The customer treated hospitalization with intravenous drip. Customer received that the retainer had damage. The reservoir was able to lock in the place. The insulin pump will be returned for analysis.